Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 patient experienced pustules around sensor insertion site. Patient's mother sought medical intervention on (B)(6) 2014. Doctor sent cultures off to lab. At the time of contact with dexcom technical support patient was in good condition.